Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Svn: (B)(6) 1. Start date of the sensor: (B)(6) 2023 2. Start hour of the sensor: 3. Sensor start missing reason: 4. Location of sensor insertion: abdomen 5. Date of sensor alert: (B)(6) 2023 6. Hour of sensor alert: 7. Sensor alert missing reason: complaints text 05/31/2023 13:17:22 erp_rfc_user related svn (B)(6) complaints text 05/31/2023 12:13:54 ceninm2 customer concern: I need 4 sensor replacements ship x 4 mmt-7020lb declined shipment bundling leadership approved for upr wants it shipped to 101 meredith ave nedrow ny 13120 calibration not accepted / change sensor sg 50 vs bg 150 april 1-april 1 abdomen lot b2323 ref mmt-7020la no adverse event50 weight : 260 blood april 1-april 1 abdomen lot b2323 ref mmt-7020la no adverse event weight : 260 change sensor abdomen sg vs bg bg 201 sg 54 may 27-27 lot b2323 mmt-7020 no adverse event weight : 260 calibration not accepted change sensor bg 170 sg 53 abdomen may 27-27 lot b2323 mmt-7020 no adverse event weight : 260. Dop114-980doc: site issues document the location, size and shape of the site issue: some blood on sensor document description of the site issue: some blood on sensor is customer reporting a skin issue associated with product insertion site?: yes is customer reporting bruising, hematoma, blood at site?: yes document the site issue(s) reported: some blood on sensor is the site actively bleeding at the time of call?: no explain possible cause of blood at site is that product may have been inserted in a capillary/blood vessel. Would customer like to continue troubleshooting site issue(s)?: no is non-serialized product being replaced?: yes document replacement mmt# and quantity: ship x 4 mmt-7020lb declined shipment bundling leadership approved for upr wants it shipped to (B)(6) is non-serialized product being returned?: no.